Event description:
A report was received that the patients incision would not heal due to the ipg being too superficial. The patient underwent a revision procedure wherein the ipg was moved deeper. The patient was doing well postoperatively.